Event description:
It was reported that on (B)(6) 2021, patient underwent a procedure. It was noted that the surgeon hit strike plate to seat tibial nail a bit further and had already been attached. The tabs on the targeter quick release, broke off outside the patient. Surgeon held targeter in place while drilling and inserting screws. Procedure was successfully completed without any surgical delay and no patient consequences. Concomitant devices reported: unk - impaction instruments: hammer/mallet: trauma(part# unknown, lot# unknown, qty 1). This report is for one (1) aiming arm/ radiolucent. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. Reporter is a j&j sales representative. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.